Event description:
The field service technician reported a pump with a damaged pump head module keypad. It is unknown when this event occurred. There was no patient injury or medical intervention necessary. No additional information is available at this time.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filled upon completion of the evaluation, or if any additional details become available.